Manufacturer narrative:
No sample received for eval and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. No additional info was available. As no lot number was provided, the device history record and the lot history cannot be reviewed. If additional info pertinent to this complaint or the sample is received, the file will be reopened.

Event description:
During removal of the tunneler sheath, it was noted that part was missing. Surgeon chose to close with the tunneler tip still inside pt. No adverse event reported.